Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level was 122 mg/dl. The customer continued to use their pump for insulin therapy as the customer had sufficient remaining battery left in the pump.